Event description:
Patient presented to the emergency department (ed) brought in by emergency medical services (bibems) after having acute onset altered mental status (ams). Admitted to cardiovascular intensive care unit (cicu) for work-up for ams and found to have a large intraparenchymal hemorrhage with brainstem herniation. Neurology, neurocritical care (ncc), neurosurgery evaluated the patient and felt that she has irreversible devastating brain damage. This was confirmed by a repeat computed tomography scan of head (cth) showing worsening bleed. Goals of care discussion with the family yielded the decision of a palliative extubation with comfort care. This was done the next morning and she passed with family at bedside.